Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the physician stated that the stent experienced an issue during deployment. The procedure was able to be completed by using another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results: with all available information, boston scientific corporation concludes that the reported event of stent failure to deploy was not able to be confirmed. The device returned with the stent fully cover and undeployed; however, during evolution the stent was successfully deployed with no issues observed. Device technical analysis: an axios stent and electrocautery enhanced delivery system was received for analysis. The device was returned with the stent fully covered and undeployed. Therefore, a functional inspection related to stent deployment was performed. The catheter was unlocked by sliding the catheter lock to the right. The catheter control hub was then moved up and down, and the catheter was observed to pass through the luer without resistance. The stent hub was advanced to both the second and fourth positions, after which the stent was successfully deployed with no issues observed. Device history record (DHR) review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is no problem detected.